Event description:
Received complaint through attorney. It was reported the patient had a hernia repair in 1998. It was reported the patient developed an infection and injury as a result of contaminated sutures.